Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that upon filed service engineer (fse) ar rival found that the unit would go in reverse and jerk to the right when the drive handle was triggered. Troubleshooting showed the potentiometer was floating and wouldn't hold its calibration. To resolve a new drive board was installed. No further issues noted. Machine works as intended. H3, h6: the was returned to the manufacturer for analysis. Analysis found that confirmed reported complaint. Installed motion control printed circuit board assembly (pcba) in imaging system. System booted and readied. 3.540vdc voltage measured across tp10 and tp23 and 0.031vdc across tp8 and tp23. Unable to adjust voltage on tp8 and tp23, confirming voltage drifted and drivability issues. Expecting voltages for both between 2.4vdc and 2.6vdc. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000953, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of the procedure. It was reported that the drive calibration was unable to be completed. Site stated that the drive jerked "violently" when staff tried to move the system. There was no patient involved.